Manufacturer narrative:
Follow-up #1: date of submission 11/23/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, the pump powered on to a blank display screen with audible and vibration alerts. The keypad rubber was undamaged but the button response issue was unable to be verified due to the blank screen failure. The keypad rubber was undamaged but the button response issue was unable to be verified due to the blank screen failure. The keypad was removed and there was no contamination or damage found to the key¿s contacts. Unrelated to the original complaint, a technical analysis revealed a corrupted software failure. The battery compartment was found to be cracked below the finger pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the up, down and ok buttons were under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.